Event description:
It was reported that while using the bd bbl¿ sabouraud dextrose agar (deep fill) that there was contamination. The following information was provided by the initial reporter (B)(6) : (B)(6) 2023, 13:16:03 (gmt). No additional information available. (B)(6): (B)(6) 2023,13:14:34 (gmt). Type of media (catalog and lot number): 221278, plate sabouraud dextrose agar 100 ea lot #: 2305727. Was media contamination noticed upon receiving or at a later time? Noticed at a later time. Upon receiving: who is the distributor and what temperature was media shipped? Distributor is cardinal, shipped at room temp. At later time: storage temperature of media? Are sleeves sealed during storage? Media is stored at 2-8 c and sleeves remain sealed until ready to use pack. Any recent temperature excursions? Temp is consistent. Was contamination noticed before or after inoculation? Before. If after inoculation, were any patient results reported? If yes, MDR: na. Visual inspection: bacteria or fungi contamination: colony color? Yeast-like growth, mold or both growing on same plate. Mainly beige to white creamy for yeast. Mold seen was white velvety with gray/green center. Mostly yeast-like growth on plates. Contaminates were found on plates in different places within the sealed sleeve. Location of contamination: surface or sub-surface: surface and edges of plates. Was organism gram stained or identified? No. Was there any patient impact? No. Time stamp on plate available? No, they have been discarded. Approximate quantity of product received in shipment? 10 boxes. Approximate quantity of product contaminated? Contaminated plates in approx. 5 boxes. Product available to return? If so, are the sleeves sealed? No, plates have been discarded. (B)(6) : (B)(6) 2023, 17:36:47 (gmt). Subject: email 3/6/2023, 11:15:02 am. User: (B)(6) created on: (B)(6) 2023, 17:15:02. Call activity comment: 2nd request for information. (B)(6): (B)(6) 2023, 20:23:09 (gmt). Subject: email 3/3/2023, 1:30:14 pm. User: (B)(6). Created on: (B)(6) 2023, 19:30:15. Call activity comment: additional information requested. (B)(6): (B)(6) 2023, 20:20:28 (gmt). Quantity received and quantity affected: 10 cartons received; 5 affected. If consumable is tested on bd instrumentation, list serial numbers: (B)(4), lot#: 2305727. For ids, indication that customer is industrial indu (if applicable): n. (B)(6): (B)(6) 2023, 20:17:52 (gmt). Please copy me on final correspondence at : (B)(6): (B)(6) 2023, 20:17:14 (gmt). Po#: (B)(4). It was reported by the customer that media 221278 was received contaminated. (B)(6): (B)(6) 2023, 14:51:49 (gmt). Reviewed, pending additional information. (B)(6): (B)(6) 2023, 20:56:07 (gmt). Subject: email 3/2/2023, 2:42:49 pm user: (B)(6). Created on: (B)(6) 2023, 20:42:49. Call activity comment: additional information requested. (B)(6) : (B)(6) 2023, 20:51:50 (gmt). If salesforce pir complaint, date email received: na. Customer problem: customer states media is contaminated. Customer location (country): USA. Steps taken with customer/troubleshooting: requested additional information; end user information, lot#:, shipping/storage conditions, returns. Next steps (if necessary): awaiting customer response. Resolution achieved (y/n)? : n. Quantity received and quantity affected: 5 boxes. Was this issue involving patient or nonpatient samples? Nonpatient. Was there any patient impact? None. Photos or returns requested?: photo attached, returns requested. Follow up required y/n?: y. If consumable is tested on bd instrumentation, list serial numbers: (B)(4), lot#: pending for ids, if media performance issue provide organism atcc strain information (if applicable): na. For ids, shipment method (directly or via distributor): distributor. For ids, if it is a distributor , who is it?: cardinal. For ids, media time stamp (if applicable): n. For ids, indication that customer is industrial indu (if applicable): pending. (B)(6): (B)(6) 2023, 20:49:03 (gmt). (B)(4). Thu mar 02 20:49:10 utc 2023, patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. (B)(6): (B)(6) 2023, 20:48:40 (gmt). Customer states media was received contaminated.

Manufacturer narrative:
Common device name: culture media, selective and differential. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221278, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2305727 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken on batch 2305727 for contamination. Retention samples from batch 2305727 were not available for inspection. One photo was received for investigation. The photo shows the top of an opened 100pack carton and the top of additional sleeves of medium tan-cream plates with microbial growth visible in the top plates of some of the sleeves. No plate prints or product labels are visible for batch verification. Without batch verification, the photo cannot confirm the complaint. No return samples were received for investigation. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. This complaint can be confirmed by the trend identified. Bd will continue to trend complaints for contamination.

Event description:
It was reported that while using the bd bbl¿ sabouraud dextrose agar (deep fill) that there was contamination. The following information was provided by the initial reporter: quantity received and quantity affected: 10 cartons received; 5 affected. If consumable is tested on bd instrumentation, list serial numbers: (B)(6) lot # 2305727 customer states media was received contaminated.